Event description:
Customer reported a battery leak was found in the pump. Although requested, no additional information has been obtained on this report. No patient involvement has been reported.

Manufacturer narrative:
Pump has been received for evaluation. Reported issue of battery leak was not confirmed. Technician did not find any battery acid on the pump. Pump has been tested per current specifications and the returned to the customer.